Event description:
The customer reported that during a lobectomy, the device stopped working after the first seal cycle with no energy being emitted. A regrasp alarm sounded indicating that the seal cycle was complete. However, the surgeon noted minor tissue damage due to grasping of tissue when device was not working. Suturing was used to repair the vessel. Another device was used to complete the procedure without incident. There was no resulting pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.